Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-mar-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 04-jan-2019, device evaluation by manufacturer: yes, mfg date: 18-sep-2018, labeled for single use: yes, (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. Flat wire was found protruding from the delivery system outer shaft. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device on the tether but not intact in the device cup and the tether was cut. Articulation could not be tested due to the tether being cut and the device not recaptured in the device cup. The tether is knotted on the device recapture feature. There is flat wire protruding the outer shaft at 3.1 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the tether was locked in the device and could not be retracted when pulled. When the tether was released a device dislodgement occurred and a knot was observed on the tether. The leadless ipg was not used and was replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.